Manufacturer narrative:
Information unknown/ not provided. Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Implant date: lens was not implanted. Explant date: lens was not implanted, therefore not explanted. Initial reporter telephone number: (B)(6). Device evaluation: the product testing could not be performed as the device was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed and no non-conformance report (nc) was found as part of this manufacturing records review. The product was manufactured and released according to specification. A search in complaint system revealed that no other complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the intraocular lens (iol) was partially inside the eye a broken haptic was observed. The lens was extracted, and a new iol used without any issues. No additional information was received.